Manufacturer narrative:
(B)(4). Additional information: the risk manager stated that the patient did not have any adverse consequence due to the extended or time. The case was completed and the patient was stable after the procedure. Since then the patient has been released from the hospital. The account did not have any additional information other than what is listed. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.